Event description:
It was reported that the pt was having less of an effect from the therapy in the past month, as reported by the pt's mother; the managing physician did not report anything else. The pt has been scheduled for a pump replacement, as it had originally been implanted in 2003. When the neurosurgeon disconnected the pump from the catheter, he notice that there was no retrograde flow of cerebrospinal fluid back from the catheter. As it was a two piece catheter, he also disconnected the catheter at the spinal site and noted that there was also no flow of csf back from the distal catheter (even after attempting to withdraw with a syringe). The two piece catheter was replaced with a one piece catheter; brisk flow of csf was noted. The new pump was implanted and filled with 2000 mcg/ml of lioresal. The infusion rate was decreased from 290 mcg/day to 150 mcg/day in case the patient had not been getting all of the medication prior to the catheter/pump replacement.